Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer received an unexpected restart alarm and a spanish anomaly alarm. Customer's blood glucose was unknown. Caller reported that insulin pump would count up from one to seven and then shut off. Caller states that insulin pump was stored or not in use for an extended period of time. Caller also reported that display screen was scratched but did not prevent customer from reading display screen. After troubleshooting, caller was advised to call back if issue persisted. Customer's blood glucose was not reported.